Manufacturer narrative:
G4:21may2021. G5:510k: k102985. B4:17jun2021. The field service engineer (fse) confirmed the device was not in clinical use. No patient or user harm was reported. The fse confirmed that there was a strong noise when the ventilator started up. The fse replaced the turbine to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported ventilator has a noise. The unit was in clinical use, but there was no patient harm.